Event description:
Foley cath (#12-5cc silicone) anchored on 1/28/99. On 1/30/99 pt pulled foley out - approx 5" of tip of foley was missing - unable to find. A new foley was anchored on 1/31 (#12-5cc silicone). On 2/1 the pt again pulled the foley out - only a few inches found. On 2/1 pt went to or for removal of foley tips.